Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens is only qualified for use in two specific cartridges. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported a lens with a sheared haptic that could not be implanted during an intraocular lens (iol) implant procedure. The patient was left without a lens implanted on the day of the procedure. Additional information has been requested.